Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the device was dislocated and a revision surgery will likely be performed.

Manufacturer narrative:
Updated: b5. Additional information: h6. The reported event was confirmed by CT images shown by the surgeon to a stryker representative. However, these images were not submitted for further analysis. The patient suffered a right temporomandibular joint dislocation likely due to an unstable bite, but due to the patient's absence and lack of follow-up images, the cause could not be confirmed. The investigation did not reveal any product defects or manufacturing issues and the dislocation remains a known risk associated with the device. Based on the investigation, there is no evidence of a malfunctioning product or a design, material or manufacturing issue associated with the tmj prostheses. Therefore, no corrective and/or preventive action is considered necessary at this time.

Event description:
It was reported that the device was dislocated and a revision surgery will likely be performed. Revision surgery was not done, due to absence of patient during furhter medical examinations.